Event description:
It has been reported to philips that the system was unable to boot up, stalling at 0:00 the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. To resolve the issue, philips has initiated a medical device correction z-1144-2024 on this system and downloaded board software for flexvision pc. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.